Event description:
It was reported during the stage 1 lead implant procedure the physician attempted to tighten the set-screw on the "boot" used to protect the lead, but the screw stripped out. The physician felt the lead was stuck inside the "boot" and had to cut the "boot" apart to remove the lead. After the boot was removed the lead was tested for damage and impedances were consistent on all electrodes. The lead was left implanted and a replacement boot was used until the lead was connected to a stimulator during the stage 2 implant procedure.

Manufacturer narrative:
Final analysis of the lead cap revealed the connector was twisted in the molded rubber.

Manufacturer narrative:
The device has been returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.